Event description:
The nurse entered room to do a hourly intra-aortic balloon pump (iabp) check. The nurse heard an abnormal balloon inflation sound and saw a poor waveform. When further examining iabp catheter tubing, the nurse found blood in the tubing. The cardiac ICU team was paged to bedside. Team informed patient and nurse that the balloon likely ruptured. An axillary iabp catheter was replaced with a femoral iabp catheter in the cardiac cath lab.